Event description:
During baxter evaluation a device alarmed for door not fully latched messages. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated this device. The device evaluation found that the door not fully latched messages were caused by a failed input/output printed circuit board. The input/output printed circuit board was replaced.